Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and habitual abortion ('miscarriages') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, habitual abortion, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, back pain, habitual abortion, menorrhagia, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") and habitual abortion ('miscarriages') in an adult female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysmenorrhea and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, habitual abortion, pregnancy with contraceptive device, pelvic discomfort, abdominal pain, back pain, menorrhagia and abdominal distension had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, back pain, habitual abortion, menorrhagia, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted- date(s) of removal: (B)(6) 2016, (B)(6) 2016. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and habitual abortion ('miscarriages') in an adult female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dysmenorrhea and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), menorrhagia ("heavy menstrual bleeding") and abdominal distension ("abdominal bloating") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, habitual abortion, pregnancy with contraceptive device, pelvic discomfort, abdominal pain, back pain, menorrhagia and abdominal distension had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, back pain, habitual abortion, menorrhagia, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted- date(s) of removal: (B)(6) 2016. Lot number: 654830 manufacturing date: 2009/07 expiration date: 2012/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') and habitual abortion ('miscarriages') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, habitual abortion, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, back pain, habitual abortion, menorrhagia, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy and the reported medical events cannot be totally excluded. However, the reported events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case became serious incident. Essure removal and insertion date were added. Event pregnancy with contraceptive device downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.